Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern. Healthcare professional later reported "contour abnormality with indention is seen" and "there is adjacent fluid indicating a slow implant leak" via ultrasound and mammograms. Healthcare professional later reported "any creases" and "double capsule noted. No fluid". Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Crease/folding of implant: observed creases on the device. Rupture: not observed openings on the device. Double capsule: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern. Healthcare professional later reported "contour abnormality with indention is seen" and "there is adjacent fluid indicating a slow implant leak" via ultrasound and mammograms. Healthcare professional later reported "any creases" and "double capsule noted. No fluid". Device has been explanted and replaced.